Event description:
The leads were returned to the manufacturer after being explanted with no information. The leads subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. Visual inspection found distal coil ends fractured. Products: e2dr03 implantable pulse generator 4068 implantable pacing lead. (B)(4).